Event description:
Procedure: lap appendectomy. According to the reporter: a staple line did not fire on proximal end/side and the bowel got stuck in the staple reload resulting in unanticipated tissue loss. Patient dob (B)(6) 1981. No reinforcement materials were available.

Manufacturer narrative:
(B)(4).